Event description:
Gamma u-clip connector would not attach to implant.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection and manufacturing records revealed no discrepancies. The deformed and abraded thread is a result of an inadequate usage (improper handling). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Gamma u-clip connector would not attach to implant.